Event description:
It was reported that when the asymptomatic patient presented in clinic for normal follow-up, externalized conductors were observed on the right ventricular lead. The lead exhibited no electrical anomalies. The lead remains implanted and the patient will continue with routine follow-ups.

Manufacturer narrative:
(B)(4).